Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date 2007, inratio 1.3, lab 5.4, mean 3.35, confidence limits 2.0-5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested when returned. Per text "one pt was tested last week and had a therapeutic inr. Three days later the pt had bleeding in gums and the lab inr came back at 7.8." Pt experience bleeding in gums. This is adverse event case.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio 1.3, lab 5.4. One pt had bleeding in gums.